Event description:
The following is based on initial information received the pt and subsequent medical records received from the pt's clinic: the pt reported that the leak that occurred around (B)(6) 2013 had moisture on the tray table. The pt stated that fluid was coming from inside the door by the pump down to the tray table. This occurred at the end of treatment, and there was no alarm associated to this leak. Pt's effluent was clear and no prophylactic antibiotics were given. Subsequent medical record noted that the pt was hospitalized on (B)(6) 2013 for peritonitis (gram positive), and initiated peritonitis kit once pt was discharged from hospital on (B)(6) 2013. The first dose of vancomycin 2m given in hospital, nystatin swish and swallow also called into pharmacy. On (B)(6) 2013, clinic notes indicated that the hemacue performed on (B)(6) 2013 resulted as possibly related to peritonitis. Monthly labs obtained and sent to labs. Pt stated she was feeling much better related to peritonitis. Md visit scheduled for (B)(6) 2013.

Manufacturer narrative:
The medical records have been received and reviewed by post market clinical staff. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR #2937457-2013-00435.